Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the returned sample evaluation results as well as provide the lot and UDI number and the expiration and manufacturing dates. The actual device was returned to the manufacturing facility for evaluation. Visual inspection confirmed the customer's observation. The sampling line tube had been fractured at the joint with the reservoir inlet port. There was no other anomalies on the remainder of the device. Magnifying and electron microscopic inspections of the fracture cross section of the tube revealed some segments were in a smooth state and other segments in a rough state. On the smooth segments the generation of some streaks implied the fracture had developed in the direction of the streaks, starting at some point. No embedded foreign particles or entrainment of air bubbles which would have contributed to the generation of the fracture were noted. Simulation testing was conducted. The sampling line tube of a current product sample was exposed to a shock force at the joint of the tube and the port after having been left under a low temperature of 4°c for 12 hours. The sampling line tube became fractured at the joint. Electron microscopic inspection of the fracture cross section found that the state of the surface was very similar to that of the actual sample. A review of the device history record of the involved product/lot number combination was conducted with no relevant findings. A search of the complaint file found no other report of this nature with the involved product code/lot number combination. There is no evidence that this event was related to a device defect or malfunction. While the exact cause cannot be definitively determined based on the available information, the actual device was exposed to a shock force resulting in the reported event. The device labeling does address the potential for such an event in the instruction for use (IFU) with the statement such as the following: "do not use if the package or device is damaged (e.g. Cracked) or any of the part caps are off." "Do not use an oxygenator that leaks." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 20 has been referenced in the conclusions section of h6. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported breakage on the manifold line of the capiox device. The following information was provided by the user facility: in the original packaging the venous arterial shunt line (sampling manifold line) was broken off at the reservoir inlet; and there was no patient involvement.